Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. A field engineer examined the equipment and it was found that in the driver debris and hardened liquid was observed in the front section. Driver gears were observed to be driving slower than normal and louder while performing the cut cycle. Driver was defective and needed replacement.

Event description:
It was reported that on (B)(6) 2024, during a brevera procedure the system was not suctioning and not cutting and a sound was coming from the driver every time it was activated. At this point the procedure was aborted. A field engineer examined the equipment and it was found that in the driver debris and hardened liquid was observed in the front section. Driver gears were observed to be driving slower than normal and louder while performing the cut cycle. Driver was defective and needed replacement. A new driver was installed and everything tested ok and met the manufacturer´s specifications. Issue was found related to the driver and not the needles. No additional intervention required. No other information available.